Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they noticed the secondary bag of 1g of calcium gluconate was back flowing into the primary bag of ns while connected to the patient. They reported there was no patient harm.

Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
Concomitant medical products: baxter 50ml bag of calcium gluconate, lot 153630039m, exp.02/12/2016, therapy date (B)(6) 2016. Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of the secondary back flowing into the primary was confirmed. The primary and secondary set were visually inspected and no anomalies were observed. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.